Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user sought clarification on an ¿insulin set expired¿ message and later experienced difficulty inserting the cartridge during a complete supply change while using the ilet with a contact detach 23¿ 6 mm infusion set, resulting in elevated blood glucose around 261 mg/dl with mild symptoms after eating. Customer care provided support that included communication with the user with guided troubleshooting that confirmed no leaking and enabled a successful full supply change. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to the user interface and an improper or incorrect procedure or method. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.